Manufacturer narrative:
The insulin pump was received with constant pump error 38 alarm during the rewind process due to jammed gearbox. The pump error 25 was unable to be verified due to constant pump error 38 alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. The device is expected to be returned for analysis.